Manufacturer narrative:
H6; jaws of instrument was distorted and out of coplanar, cause of distortion undetermined. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, clip staging, clip track location, and condition of cartridge cover tabs, good; and total # clips remaining, 3. Functional tests & results: anti-backup functional, cycle applier, and lockout functional, yes; clip form properly, and clip feed properly, no. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the rpt'd incident during surgery may have been due to the jaw coplanar being out of alignment. The applier was received with dried body fluids in the cartridge assembly. The applier was cycled and the clip in the jaws distorted. The jaws were observed to be out of coplanar. The left jaw beam was distorted and the feeding clip would extend beyond the jaw tips approx. 1/16". The remaining 2 clips were fired and scissored due to jaw coplanarity. No conclusion could be reached on how coplanar had become distorted. Each instrument is evaluated during the assembly process to ensure that it functions properly. The applier's jaws may become compromised and clip malformation may occur if the jaws are closed onto a hard object. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during an unknown shoulder case the mcm20 clips would not close properly. Another mcm20 was used to complete the case. There was no consequence to the pt.